Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: m365sc2218700; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had inadequate pain relief in the low back and right thigh as a result of lead migration. The patient underwent a revision procedure wherein the migrated lead was replaced and was discarded. The patient was doing well postoperatively.